Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic on (B)(6) 2019 for follow-up. It was noted that the implantable cardioverter defibrillator exhibited backup mode. The device was reprogrammed to regular settings. The patient was in stable condition.